Event description:
Patient was implanted with hardware on an unspecified date. The patient had requested the material composition for the implanted hardware, specifically the plate for allergy testing. It was reported the patient was having the hardware removed on an unspecified date due to discomfort and the patient was healed. This is 1 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.